Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the post of the y-site clearlink was not assembled correctly. The other components were correctly placed and according to specifications. Pressure testing and clear passage under water testing was performed, and it was noted that there was leak in the gland of the y-site clearlink. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink system non-dehp solution set was leaking from the needless injection port. During lipid infusion, the lipid tubing was leaking at the needless injection port. The port was cleansed and cleaned; however, the lipid continued to leak. To resolve the issue, the customer spiked a new lipid bag with as new solution set and restarted the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.